Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels and diabetic ketoacidosis; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, manual insulin injections and/ or correction bolus via the pump, and/or increased temp rate were used to address bg. Additionally, it was reported that the customer experienced ongoing low bg levels. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, low bg was due to the customer setting a temp rate that was too high. Customer consumed chocolates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.